Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a nurse called in to report 30-degree endoscope had a reversed image. The caller stated the endoscope was rotating 180º by itself during engagement sequence. The caller said that they were inserting it properly for down orientation, but it was turning automatically to up orientation. The intuitive surgical, inc. (Isi) technical service engineer (tse) guided caller to remove endoscope from arm, rotate the endoscope base until the correct orientation (30 up or 30 down) was displayed on the screen, press the clutch button on the arm that was holding the endoscope (to cancel guided scope change) and reinstall the endoscope onto the arm which solved the issue. Image was properly oriented. The procedure was completing as planned with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.